Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller informed that patient's ins was protruding from pocket site, but caller has not seen patient and doesn't know exactly what this means, e.g. If ins has come thru skin or not. The issue started to appear within a week of implant. Caller understands that patient has pocket infection as well. There were no further complications reported at this time.